Event description:
No primary stability, local infection / subacute chronic osteitis at time of surgery, complication in site preparation (v. Loose no bone), thread tap used, implant didn't achieve osseointegration, infection, abscess, inflammation, mobility.